Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient thinks that their device may have been reset after passing through a metal detector. They stated that their rates have been in the forty's and the device was set for a minimum of seventy. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.